Event description:
Information received indicates, the left head side rail will not latch into the raised position.

Manufacturer narrative:
The technician found the side rail center arm assembly was broken, preventing the side rail from latching. The technician replaced the center arm assembly to repair the bed.